Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 60, 135cm mustang was advanced for dilation. During the procedure, the balloon ruptured upon normal pressure inflation at 8 atmospheres for 2 minutes. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.